Event description:
It was reported that a trial worked for the patient and she got 50 percent pain reduction, but after two and a half days the lead slipped. As soon as it slipped, the patient was back to her regular pain. The patient¿s doctor said that she had great pain control so they put in a permanent implant. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).